Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: backup alarm failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device alarmed for the backup alarm failure during setup, without patient involvement. The customer biomedical engineer (bme) confirmed the error code in the device event log. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba) and provided the part number for the cpu pcba. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device alarmed for the backup alarm failure during setup, without patient involvement. The customer biomedical engineer (bme) confirmed the error code in the device event log. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba) and provided the part number for the cpu pcba. In a good faith effort (gfe) response from the customer received, it was confirmed that the replacement cpu pcba was installed, and the device passed testing. The device was placed back into service. The investigation concludes that no further action is required at this time.